Event description:
It was reported that during setup of a da vinci s surgical procedure, the orange label on the monopolar curved scissors (mcs) instrument was observed to be broken at the connecting points. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.